Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an occasional shocking or jolting sensation in his left implantable neurostimulator pocket. The pt's wife felt vibration when this occurred. The shocking or jolting began 6-7 months ago and has become more frequent. Additional info has been requested, a follow-up report will be sent if additional info becomes available.